Event description:
It was reported that the pump was faulty and showed error code 42224 during infusion. There was patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the pump records error code 42224, which is caused by a faulty printed wire assembly (pwa). The pwa was replaced to resolve this issue. B3: date of event: unknown. No information has been provided to date.